Event description:
The customer is requesting assistance in obtaining retrospective data for a pt. The pt expired. There is no allegation that the device was a factor or that alarms did not occur or were not heard.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in obtaining retrospective data for a pt. The pt expired. There is no allegation that the device was a factor or that alarms did not occur or were not heard. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.